Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the monitor would not power up. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of a procedure, the olympus high definition lcd monitor would no longer turn on. The procedure had already been completed and no patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device was unable to be powered on due to a faulty power supply unit. The specific root cause of the faulty power supply unit could not be determined at this time. Olympus will continue to monitor field performance for this device.